Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the navigation system would intermittently freeze. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not complete shut down procedures properly. The representative was forced to perform a hard shut down on the navigation system. The restarting of the system then took a few minutes to start up. No additional information was provided. There was no patient present when this issue was identified.